Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was non-tortuous and moderately calcified. Pre-dilatation was attempted using a nc tenku 2.5 x 12 mm balloon dilatation catheter, but the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.